Event description:
It was reported that the patient was having an increase in seizures recently. The patient was referred for surgery to replace the generator as it was showing near end of service. At the time of surgery, it was noted that the diagnostics showed high impedance and a portion of the lead had no insulation left with bare wires exposed near the connection with the generator. The lead also appeared twisted in a "knot". Product was returned to the manufacturer, but analysis is pending. Follow-up with the physician reveals that he does not believe the increased seizures are related to vns unless the abrasion happened earlier, but the physician has only seen this patient twice. The relationship of the seizures to pre-vns baseline is unknown. Per the physician, the seizures improved with a medication change. It is unknown if any trauma or manipulation occurred.

Manufacturer narrative:
Conclusions: device failure is suspected.